Event description:
A minimum fill notification was reported. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. The customer attempted multiple corrective actions, including cleaning the pump and replacing the cartridge, but the problem persisted. Eventually, the issue remained unresolved, and technical support arranged for a pump replacement. The customer will use manual injections as backup therapy and was instructed on handling the new pump and returning the faulty one.